Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the client complained that just minutes after installing the foley catheter with a temperature sensor, it began leaking urine. It was considered broken. The catheter was replaced, and the patient was able to continue their normothermia therapy. Patient's normothermia therapy was delayed and interrupted for a few minutes.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed cause unknown. Visual evaluation of the returned video sample noted one opened (without original packaging), used silicone foley. Visual inspection of the video sample noted leakage observed. Leakage found where the shaft meets the trifurcation site from a pin hole. This does not meet specification per (B)(4), revision 13 which states "pinholes are not permitted". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the client complained that just minutes after installing the foley catheter with a temperature sensor, it began leaking urine. It was considered broken. The catheter was replaced, and the patient was able to continue their normothermia therapy. Patient's normothermia therapy was delayed and interrupted for a few minutes.